Event description:
It was reported that during a right internal / common carotid artery stenting, after placement of a 7-10x40mm rx acculink stent, it was noted that the distal portion of the 20mm lesion was not covered. A 7-10x33mm rx acculink stent was then deployed distally to fully cover the lesion. There was no adverse patient sequela or a significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.